Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.